Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this ranger paclitaxel-coated pta balloon catheter was visually and microscopically examined. Visual examination revealed a longitudinal tear to the balloon 8mm from the tip and was approximately 28mm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there was a longitudinal tear in the balloon.

Event description:
It was reported that the balloon burst and was leaking. A 6.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use in a percutaneous transluminal angioplasty procedure. The very calcified lesion was located in the superficial femoral artery. The balloon developed a leak and burst during the first inflation at 6 atm for 30 seconds, and never reached full size. The balloon was removed intact, and a second balloon of the same size was then advanced to the lesion and inflated. Shortly after inflation, the balloon began losing pressure and was removed. The procedure was completed with another ranger balloon. There were no patient complications.

Event description:
It was reported that the balloon burst and was leaking. A 6.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use in a percutaneous transluminal angioplasty procedure. The very calcified lesion was located in the superficial femoral artery. The balloon developed a leak and burst during the first inflation at 6 atm for 30 seconds, and never reached full size. The balloon was removed intact, and a second balloon of the same size was then advanced to the lesion and inflated. Shortly after inflation, the balloon began losing pressure and was removed. The procedure was completed with another ranger balloon. There were no patient complications.